Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported ¿rupture¿ and "capsular contracture, baker grade unknown". Later healthcare professional reported "visible rippling", "the shell of the implant had been violated and the silicone fill had oozed out onto the surface of the implant". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the right side. Device has been explanted.